Event description:
A first-responder was analyzing a pt in cardiac arrest and received a "shock advised" determination however, when the officer depressed the treatment button to administer the shock, the device issued "no treatment delivered" and "change batteries" user-interface messages. A paramedic crew responding to the call arrived and immediately removed the device and attached their device to the patient. The paramedics administered a 120 joule shock to the patient and successfully converted the patient's heart rhythm. The patient was then transported to a local medical center where patient care was transferred. The patient subsequently expired 1.5 days later.